Manufacturer narrative:
A trained cynosure lutronic field service engineer went to the treatment clinic for a device evaluation. During this time the reported issue was observed, and the foot switch was replaced to correct the problem. After repairs were made, the device was tested and found to be working to published specifications. Clinical confirmed that no patient or user injury occurred. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an aro event.

Event description:
It was reported that the laser wouldn't stop firing. There was no patient injury reported.